Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2006 d10: xlpe liner standard 3.5 mm offset 36 mm: catalog#: 00630505636, lot#: 60361231; unknown cls spotorno femoral stem; unknown acetabular shell. G2: foreign: germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the patient has not consented to device evaluation. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Approximately eighteen (18) years post-implantation, the patient suddenly experienced pain and instability in the implanted joint while walking, without trauma. Subsequently the patient underwent revision surgery where black discharge and metallosis were noted upon entering the joint. The femoral stem taper was found to have complete wear and abrasion. Wear was additionally noted on the inlay. All components were revised without reported complication. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. H6: proposed component code: mechanical (g04) - head visual examination of the provided pictures identified the head, stem and liner explanted and covered in bio debris. The head is seen assembled in the liner and another picture shows the head removed from the liner. No further observations could be made regarding the head, due to the reduced image quality and no images provided showing the outer surface. Further visual and dimensional evaluations could not be performed as product was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records & radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a total hip arthroplasty revision on eighteen (18) years post-implantation due to pain, instability and no weight bearing. During the revision black discharge was noted as metallosis. The head was seen detached from the neck. The stem was well fixed. The neck has fractured off the stem. The liner shows signs of wear and discolouration. The stem, head, liner and shell were explanted and replaced. No further complications were noted. Root cause was unable to be determined. Reported event was confirmed by review of provided images and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.